Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system unexpectedly stopping was not confirmed. The centrimag console (serial number unknown) was not returned for analysis, and no log files were provided. Available information for this event indicates no harm occurred to a patient as a result of the event, and the console was reported to have been decommissioned. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the console was not provided. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump head stopped working, possibly due to loose contact on the motor cable. The motor was in use at the time of the event. The event was not resolved, and the cause of the event was not able to be determined. It was unknown if there were any alarms or if the system was exchanged. It was unknown how long after priming the circuit that the event occurred. There was no harm to the patient as a result of the event. The patient's status was unknown. This event was previously reported under the centrimag motor and blood pump, 3003306248-2025-00116 and 3003306248-2025-00117.